Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep performed a generator filament calibration using a utility suite. He downloaded new filament cal files. The system fluoro's with no error messages.

Event description:
The customer reported that a low ma error message displayed on the c-arm after every fluoro shot.